Manufacturer narrative:
The reported event of ¿insulation breach¿ was confirmed. As received, a complete lead was returned in one piece. Final analysis found the outer insulation was damaged due to electrocautery at the proximal region of the lead which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in the emergency room with pocket stimulation. Upon interrogation, it was found that the patient's atrial lead exhibited a polarity switch due to increased pacing impedance. Noise was also noted on the lead. During lead revision procedure, the patient's right ventricular lead was found to have an insulation breach. Both leads were removed and replaced on (B)(6) 2023. The patient was stable.